Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review, patient's right ventricular(rv) lead exhibited noise. The rv lead will continue to be monitored. The patient was stable.